Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his chest and back. The patient was prescribed triamcinolone cream for the irritation. During a follow-up the patient reported that the irritation had improved.